Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak in the vicinity of pressure valve pv27 in the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the incident. No injuries occurred, no exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011 and noted that the leak was caused by a cut tubing through pressure valve pv27 on the pump module. Fse replaced the tubing and verified repair per established procedures. The root cause for this event was attributed to a cut in the tubing. (B)(4).